Event description:
Procedure: lap gastric bypass. According to the reporter: the entire staple line failed on the anastomosis. The surgeon to oversewed with 2/0 silk suture. Or time delay was 30 minutes.